Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical tracheostomy has a soft flange, resulting in the uncoupling wedge to press against the stoma of the patient. Additionally, it does not separate the tube adapter from the cannula.